Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03054. It was reported the patient's scs leads migrated(date of event is unknown). As a result, the leads were explanted and replaced with a different model. The patient received effective stimulation following the procedure.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.